Event description:
The post broke off of the ps insert. A revision was required to correct the problem.

Manufacturer narrative:
The associated complaint devices were returned for evaluation. A clinical evaluation noted that no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. No further clinical assessment is warranted at this time. An evaluation of the returned devices revealed that articular surface of the patella implant appears mostly undamaged with only minor wear around the periphery of the articular surface. Further inspection, revealed that two of the patella implant posts are damaged, and one is missing. Damage to the tibia articular insert included scratches and gouge damage, articular surface wear and other pitting wear, a localized wear area with what appears to be a raised edge, and the post fractured surface. The exact cause of the post fracture could not be determined during this evaluation. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.